Event description:
The surgeon reported there was a clogging issue with the phaco tip at the beginning of the case which caused the lens to turn white. The surgeon noticed that there was no flow to the phaco tip. After the phaco tip cleared, the clog resolved itself. The lens was extracted and an iol was implanted. The surgeon sutured the wound. The pt is recovering without incident.

Manufacturer narrative:
The company service rep examined the system and no problems were found. The system was then tested and met all product specifications. The phaco handpiece, a purple sleeve, and a broken phaco tip have been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health devices, hazard update: scleral and corneal burns during phacoemulsification, nov 1996, vol 25, no.11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and a copy of this industry article was provided to the customer.